Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was stuck at bluescreen. The technical support specialist reinstalled remote support service and modified the file path to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system stuck on blue fusion screen and caused a delay in issuing medication to patient. The customer added that this malfunction occurred during the user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.